Event description:
The customer reported that the system would delete the cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep educated the customer on the proper use of the timer. The system was tested and found to be working as intended and put back in service.